Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, accuracy testing and field data review for architect stat troponin-I reagent lot 14257un23. No trends were identified for complaint issue. Return testing was not completed as returns were not available. Device history record review on lots 14257un23 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians for lots 14257un23 are within the established limits, however, the cal f rlu mean for the lot 14257un23 was not within the established limits. Therefore, accuracy testing was performed to evaluate the performance of reagent lot 14257un23. An internal troponin-I panel was tested with a retained kit of the likely cause reagent lot 14257un23. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot numbers 14257un23 was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for 1 patient. The doctor questioned the result and a new sample was drawn with a lower result. The original sample was repeated and the result was also lower. The following data was provided: sid = (B)(6) result = 0.43 ng/ml repeat result = negative; new sample collected and ran result = negative; troponin reference range = <0.04 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier (B)(6).

Event description:
The customer observed falsely elevated architect stat troponin-I results for 1 patient. The doctor questioned the result and a new sample was drawn with a lower result. The original sample was repeated and the result was also lower. The following data was provided: sid = (B)(6) result = 0.43 ng/ml repeat result = negative. New sample collected and ran result = negative. Troponin reference range = <0.04 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, accuracy testing and field data review for architect stat troponin-I reagent lot 14257un23. No trends were identified for complaint issue. Return testing was not completed as returns were not available. Device history record review on lots 14257un23 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians for lots 14257un23 are within the established limits, however, the cal f rlu mean for the lot 14257un23 was not within the established limits. Therefore, accuracy testing was performed to evaluate the performance of reagent lot 14257un23. An internal troponin-I panel was tested with a retained kit of the likely cause reagent lot 14257un23. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot numbers 14257un23 was identified.section d4 expiration date was updated to 03/31/2024 from 03/14/2024.

Event description:
The customer observed falsely elevated architect stat troponin-I results for 1 patient. The doctor questioned the result and a new sample was drawn with a lower result. The original sample was repeated and the result was also lower. The following data was provided: sid = (B)(6) result = 0.43 ng/ml repeat result = negative. New sample collected and ran result = negative. Troponin reference range = <0.04 ng/ml no impact to patient management was reported.